Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device has issues with pc software/guardrails/dataset. There was no patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 05/10/2019 to the present date 1/18/2021 and confirmed that this device was previously returned for servicing. Device had no similar service repair history and there were no production failures indicated on the source device. The customer reported issue was not confirmed. The device passed all require testing and specifications and released back to the customer.

Event description:
It was reported that the device has issues with pc software/guardrails/dataset. There was no patient involvement.